Event description:
The manufacturer received information alleging a ventilator needed to be checked. No pt harm or injury was reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and a failure of the internal battery was observed. The internal battery was replaced to address this issue.